Manufacturer narrative:
Testing and investigation found the device would power off while operating on battery power. Additionally during testing, it was noted that the device would sound a chirp tone prior to turning off. The probable cause may be due to a loose battery contact j104 on the middle printed circuit board. This may cause intermittent contact between the aa batteries and the positive battery contact which will result in intermittent power losses. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during preventive maintenance testing at the user facility, the device powered off by itself without sounding an audible alarm tone. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.